Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The device involved in the reported complaint was not returned by the customer so an evaluation on the actual device could not be performed. An investigation however was performed by the legal manufacturer based off of the information provided. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. The most likely cause for the reported complaint was an accidental failure of one of the following units/components (power supply unit, v main board harness, v group, gpu group, cpu main board).

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, error e117 (camera control unit malfunctions.) Occurred about the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.